Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator for spinal pain. It was reported that their ins has not worked, is not working, was doing nothing for them. They reported they have had their ins off since (B)(6) 2016 and has not charged it since then. They were not able to get it to work again. The patient was redirected to their doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.